Event description:
Customer was found unresponsive by their friend about 8pm. 911 were called and paramedics arrived and gave custoemr tablet of glucagon and an IV with 1 am of d50. When tested by paramedics the results was 22mg/dl. An hour before the customer had tested and received a result of 198mg/dl. Customer was taken to the hosp where at 8:30pm their blood glucose level was 100mg/dl. Level one control was out of range. A request was made for return product and replacement product was sent.